Event description:
A report was received that the patient will either undergo a revision or an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure for the reason that the patient will undergo a magnetic resonance imaging(MRI). No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will either undergo a revision or an explant procedure for an unknown reason.

Event description:
A report was received that the patient will either undergo a revision or an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm, model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.